Event description:
It was reported by service report that the batteries were dead and the side rails did not work. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link, ac cross-over pcb assy.